Manufacturer narrative:
Represents third party test results of the subject device.

Event description:
The patient was being fed using a pump, 480ml of an enteral feeding solution were hung, and the pump was set to deliver 60ml/hr. 480ml were delivered in 5 hours. The feeding was initiated at 1:20am. The patient vomitted throughout the day. Compazine suppositories were administered. The patient expired at 3:15pm. One patient involved.